Event description:
The customer reported that the central nurse's station (cns) experienced comm loss with multiple transmitters. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) experienced comm loss with multiple transmitters. Technical support (ts) is troubleshooting the issue. No patient harm or injury was reported. Investigation summary: multiple attempts to retrieve additional information were made without results. Review of the serial number history finds no recurrence of the reported issue. Based on the available information, a definitive root cause could not be identified. The customer's complaint history did not reveal any trends for comm loss occurrences. Communication loss communication loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss.

Manufacturer narrative:
Technical support (ts) is troubleshooting the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) experienced communication loss (comm loss) with multiple transmitters. There was no patient injury reported.